Event description:
During use an ambu bag that was used while trying to resuscitate a pt failed due to a deflated mask. Another bag was successfully used and there was no harm to the pt.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.